Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: strip inserted backwards or upside-down. (B)(4). Manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for dead meter accompanied by symptoms. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of having a headache and blurry vision. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product storage location is undisclosed. The test strip lot manufacturer's expiration date is 04/17/2018 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history. Customer is having blurry vision and a headache. This could be from her diabetes unable to reach customer after several follow up attempts